Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an infra renal abdominal aortic aneurysm. It was reported that during the index procedure, after implantation of the bifurcate and contralateral limb, a type iii fabric endoleak was seen in the main body. The amount of overlap between the bifurcated and limb was 3 cm. The physician decided to implant a contralateral extension, which overlapped the first contralateral limb and above the main body however, the endoleak remained. The physician decided to monitor the patient. The physician stated that the cause of the endoleak was due to the graft being bored. No additional clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned angio images during the implant revealed that the proximal neck diameter was approximately 20mm (l-r) below the lowest left renal, and 2cm below the aortic diameter necked down to 16mm. The bifurcate was brought up the right side and deployed approximately 1cm below the renals. The ipsi limb was implanted into the right common iliac, and the contra limb was placed across the gate with appropriate overlap (marker bands aligned) and extended into the left common iliac artery. There was some stent graft necking down seen within the aortic body between the 2nd and 3rd stent ring; however the stent graft aortic body was essentially straight in the angio views provided. There was also some narrowing seen within the distal aorta; however, no stent graft kinks or compression was seen with the limbs. After ballooning, angio¿s showed blushing contrast in the sac primarily coming from the left side of the bifurcate near the level of the flow divider. An endurant limb was then seen placed within the contra limb overlapping the flow divider. A similar endoleak remained at final angio. The exact cause and type of endoleak cannot be determined. Although a type iii fabric endoleak cannot be ruled out, this appears more likely to be a type IV endoleak